Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on thesvc (superior vena cava) and rv (right ventricular) defibrillation coils was beyond the expected upper range. The analyst noted that the rv defib impedance was 232 ohms on (B)(6) 2016, and the svc defib impedance was 254 ohms on (B)(6) 2016. Concomitant products 5076-58 lead implanted: (B)(6) 2009 5076-45 lead implanted: (B)(6) 2003.

Event description:
It was reported that the remote transmission showed high impedance measurements on both the right ventricular (rv) coil, and superior vena cava (svc) coil. The alerts for the high voltage coils were then programmed off, however the patient later reported hearing alert tones for rv tip to rv coil impedances. A follow-up investigation revealed that the rv lead had fallen completely out of the device's header. A procedure was performed to reconnect the lead to the implantable cardioverter defibrillator (ICD), and the issue was resolved. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.